Event description:
Delay of vasopressor therapy during pump alarm condition reported. A pt was ordered to receive an unspecified dosage of dopamine. When the nurse set up the drip and inserted the tubing into the pump, a "cassette" alarm was rec'd. The nurse troubleshooted the alarm and changed the tubing to solve the problem. "Delay was experienced with no adverse effects to the pt." Info was requested about how the pt is now, but no info was rec'd. No pt harm reported.